Manufacturer narrative:
(B)(4) date sent: 11/1/2016. Batch # (B)(4). Additional information was requested and the following was obtained: did the device lock out and not fire at the first firing? The situation was as follows. Clamped the tissue. Waited for 5 minutes. Fired. (The first firing.) The device was locked out. The analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload loaded on the device. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open splenectomy, the device was locked out at the 1st firing on the spleen, although about 5 minutes was waited after clamping the target tissue and the device was fired, because the tissue was thick. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient.